Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing due to noise was observed on the right ventricular lead. Provocative maneuvers were completed, without reproducing the noise. The device was reprogrammed to resolve the issue. The patient was in stable condition.